Manufacturer narrative:
As reported, a pseudoaneurysm was noted on a patient in which a 6/7f mynxgrip vascular closure device (vcd) was used. The pseudoaneurysm required treatment with thrombin injection. Hemostasis was achieved by manual compression of less than 30 minutes. The user was trained to the device. The device was used for closure after a diagnostic heart catheterization using an antegrade approach. A 6f cordis unknown avanti sheath was used. The common femoral artery (cfa) was accessed and its suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There were no multiple sheath exchanges. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. Comp-2023-00150-1: the mynxgrip vcd was not returned for analysis. The product history record (phr) review of lot f2235702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. A pseudoaneurysm is a type of pulsating "bubble" on the artery due to a penetrating injury. As blood slowly oozes into the adipose tissue from a puncture hole that doesn¿t heal, the hematoma solidifies into a jelly-like consistency (which is clotted blood), and there can be persistent flow of blood from the artery or vein into the hematoma cavity. This pouch or sac coming off the artery or vein looks like an aneurysm. It is called a ¿pseudoaneurysm,¿ or ¿false aneurysm¿ because the lining of this sac is not made up of the normal layers of the vessel wall, but is rather just a fibrous lining that forms around the hematoma. Like any aneurysm, a pseudoaneurysm can rupture and cause bleeding, which can require prolonged manual compression, blood transfusion, or surgical intervention. A pseudoaneurysm can develop due to any type of penetrating injury to the vessel, including the initial puncture, insertion of the sheath introducer, or even the vascular closure device. The most common procedural-related risk factors associated with pseudoaneurysms are procedure type (interventional procedures tend to be longer and use larger sheath sizes, so there is more trauma to the vessel), puncture site (high sticks, low sticks, backwall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. A pseudoaneurysm/hematoma occurring during or after any catheterization procedure, especially after use of any extravascular closure device, is a well-known potential complication and is listed in the products¿ instructions for use (ifus) as such. Without return of the products or procedural films, the event could not be confirmed. Based on the limited information available for review, it is not possible to determine the clinical relationship between the mynxgrip vcd/avanti sheath and the pseudoaneurysm reported. However, patient and procedural/handling factors are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. Per the IFU, the user should maintain fingertip compression on the skin while removing the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved. Based on the product history record review of the mynxgrip vcd and information available for review, there is no indication that the event is related to the design or manufacturing process of the units. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a pseudoaneurysm was noted on a patient in which a 6/7f mynxgrip vascular closure device (vcd) was used. The pseudoaneurysm required treatment with thrombin injection. Hemostasis was achieved by manual compression of less than 30 minutes. The user was trained to the device. The device was used for closure after a diagnostic heart catheterization using an antegrade approach. A 6f cordis unknown avanti sheath was used. The common femoral artery (cfa) was accessed and its suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There were no multiple sheath exchanges. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation because it was not saved for analysis.